Event description:
It was reported that an overinfusion of aminophylline occurred. The pump was set to deliver at a rate of 42ml/hr. It was determined by the user facility that the pump had run at a rate of 50 ml/hr instead of the set 42ml/hr.

Manufacturer narrative:
MFR's report date 12/19/97. The pump was returned and evaluated. Complete visual and functional testing was performed and the pump was found to meet all mfg specifications. The MFR was unable to duplicate the reported overinfusion.